Manufacturer narrative:
The device rosa one bs16001 is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. (B)(4). Based on the investigation performed on subject surgery data log the technical root cause of the event was determined to be a design defect already known.

Event description:
It was reported that the surgeon wanted to perform an off label surgery. During registration it was reported that a same error occurred twice and for therefore the patient registration failed twice. The surgeon decided to abort the surgery and use navigation.